Manufacturer narrative:
The samples were rerun to confirm accuracy back to the last acceptable control run. The system is currently running within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after the incident, which both resulted within assay ranges. Service was not dispatched for this event. The root cause is unknown to date.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 780 hematology analyzer generated an erroneous white blood count (wbc) result. The sample was determined to be erroneous when compared to the sample rerun and the manual count. The sample was rerun on the original instrument, which gave a lower result with system generated flags. The erroneous result was reported out and was questioned by the physician. There was no death, serious injury, or affect to patient treatment that attributed to this event.